Event description:
It was reported that upon puncturing the patient with a no. 22 ab in the left upper limb (mse), the material was damaged, as blood was leaking from the insertion site, necessitating removal of the vascular access device. There was patient involvement and unknown patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: d3 manufacturing plant address 1, city and zip code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.